Event description:
It was reported that patient was having pain and discomfort in left knee after knee replacement and a revision surgery was performed to remove tibia and insert due to tibial loosening.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the information provided the root cause of the reported loosening was due to the lack of adherence of the cement to the tibial component. The future impact to the patient beyond the revision cannot be determined. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.